Event description:
Information was received indicating that a smiths medical cadd solis vip pump was tested three times and exhibited downstream occlusion alarm. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement. One cadd®-solis vip infusion pump was returned for analysis in good condition. The device history log was reviewed, finding a downstream occlusion alarm occurred. Functional testing was performed and confirmed complaint by running a downstream occlusion calibration test. The pump displayed a no disposable message and the downstream occlusion sensor was found to be defective. Based on the evidence the complaint was confirmed. However, the root cause is unknown.